Event description:
This complaint was forwarded by (B)(6). On (B)(6) 2013, they received a call from a pt that was injected with radiesse on week prior to reporting. The pt reported swelling in the face, pronounced day by day. Follow-up information was received via email from the consumer on (B)(6) 2013: "I still have a swollen cheek / eye. This site is reddened. I can't go to work since 4 days. I had sent photos via text message. Unfortunately, I couldn't reach anybody. I went to the accident department in the hospital last weekend. The physician prescribed me cefuroxime 500 (2 times 1 tbl.). Unfortunately, no obvious improvement is seen and I experience pain as toothache. The physician advised against taking prednisolone (which a (B)(4) employee recommended because of the side effect) because I'm a tumor pt. (Metas. Breast cancer). Furthermore, the pt also contacted the (B)(6) for advice on (B)(6) 2013". As of (B)(6) 2013, two unknown medical experts gave advice to pt via telephone.

Manufacturer narrative:
Update on pt's diagnosis for the antibiotic therapy and her recovery was requested multiple times and not received to date. The device history records for radiesse were not reviewed as the lot number was unknown.